Event description:
It was reported during an ablation procedure, a black ring was noted on electrode 3 of a livewire tc ablation catheter. When the catheter was removed from the pt, a black ring was noted around electrode number 3. The physician was unclear if the ring was present prior to inserting the catheter into the body. The procedure was completed with no consequences to the pt.

Manufacturer narrative:
(B)(4). One 7f livewire tc catheter was received for evaluation. Visual inspection revealed charring on electrode 3. The catheter was able to produce the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. The catheter was also successfully attached to a sjm extension cable; no anomalies were encountered. Electrical testing revealed electrodes 1 - 4 had acceptable resistance values. Manipulation of the catheter during testing confirmed stable resistance values. The temperature response of the thermocouple and thermistor were confirmed to be within specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.